Event description:
Surgical intervention planned to exchange poly inserts for patient with a total knee replacement due to laxity in the patient's knee.

Manufacturer narrative:
Surgical intervention planned to exchange poly inserts for patient with a total knee replacement due to laxity in the patient's knee. Review of the device history record indicates that the device was manufactured to specification.